Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient did not receive therapy due to undersensing of fine ventricular fibrillation. The patient experienced a snycopal episode as a result. Review of episodes revealed non-sustained ventricular oversensing due to undersensing on both the sense amp and far field channels. Subsequent episodes revealed proper sensing and therapy. Programming changes were made.